Manufacturer narrative:
Event was notified to the manufacturer on 06-june-2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was broken during hand debridement and skin repair. They replaced the suture to complete the case. There was no patient injury.